Event description:
Reference uf report # (B)(4).

Manufacturer narrative:
(B)(4). Corrected data from use facility report that was received on (B)(4) 2013. Event evaluation: still under investigation.